Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported throat lesions remains unknown.

Event description:
Several days after an atrial fibrillation procedure, lesions were noted in the patient's esophagus. The patient arrived at the hospital with throat pain. Three small lesions were noted in the patient's esophagus. Medication was given to the patient to treat the lesions. No fistula was noted. During the atrial fibrillation procedure, the posterior wall of the heart was ablated between 20-25 w with no thermic probe in the esophagus. The procedure was completed successfully.